Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for burnt c-cover was traced to component failure. However, the most probable cause for foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burnt c-cover, foreign material in connector rod lens, white foreign material in air/water channel and control part of the flow tolerance of the air and water quantity. There was no patient involvement.